Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that that the male luer broke while the nurse was connecting the tubing to intravenous catheter. The event occurred in systemic therapy unit. There was no patient injury.